Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) while on the home choice (hc) device during use (unknown cycle). The care giver(cg) stated that the heater bag disconnected, causing the se 2240 alarm. The baxter technical representative (tsr) explained the alarms, assisted the cg to clear alarms and remove cassette and bags. It was not known if the home patient (hp) would do therapy that night. The tsr referred to call the nurse for further medical instructions since the hp was connected at the time of the call. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; a bag had disconnected. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.